Event description:
It was reported that during a routine cystoscopy and right ureteroscopy with laser lithotripsy, the ureteroscope became lodged inside of the patient in the right ureter. It could not be extracted and the physician needed to call in another physician to assist and they were able to get the scope out. The outer hydrophilic plastic covering of the ureteroscope had shredded, exposing the inner metallic articulating pieces. Those pieces grabbed onto the tissue of the ureter causing trauma to the soft tissue lining of the ureter. Multiple troubleshooting were attempted which prolonged the procedure for more than 30 minutes. Additional information was received that the physician used a semi-rigid 4fr scope and was able to catheterize the ureteral orifice alongside the ureteroscope. It was then observed the exterior cladding from the flexible scope was torn in several pieces and the internal metal joints were pinching the ureteral tissue, causing the ureteroscope to be lodged into the ureter. With the smaller semi-rigid scope the surgeon was able to free the ureteral tissue and bring the ureteroscope out of the patient. A double-j ureteral stent was placed. A retrograde pyelogram was performed which demonstrated that the lumen of the right ureter was intact and there were some small fragments within the distal ureter but nothing large enough to be of concern. A repeat ureteroscopy was completed one month later, with ureteral stent replaced. It was noted that the injury to the ureter persists and management has not been concluded. There were no further reports of patient harm.